Manufacturer narrative:
There is no 510(k) for this device as it is eua. (B)(4). This memo is to summarize the investigation results regarding the complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 (mn# (B)(4)), batch number (B)(4). Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation was conducted. The batch history review did not find any issue that occurred during the manufacturing process. Retain testing for the reported lot was performed and yielded expected and intended results. No returned samples were received. A further analysis was conducted on the test device, the extraction reagent, and the collection swab. No issues were found linking these products to other false negative complaints. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ false negative results were obtained. This occurred 5 times. Confirmatory testing was performed using another brand's test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: testing performed with bd veritor reader. Taken a test at the same time in the same way. Compared a roche test and bd test. Roche indicates positive and bd test negative . Number of abnormal tests: 5.